Manufacturer narrative:
Testing and investigation found the touchscreen was not responsive when the keys were pressed. During review of the device history, button ID: invalid malfunction alarm codes were noted. The probable cause of the customer complaint due to a broken touchscreen. This was due to contamination on the touch screen caused by fluid ingress which altered the characteristics of the touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device touchscreen was not able to be calibrated. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.